Manufacturer narrative:
It was initially indicated by the customer that the reported device would be returned for evaluation. Subsequent to the filing of the initial MDR, the customer stated that the sample would not be returned. Additionally, no lot number has been provided. Therefore, no device evaluation or review of manufacturing records could be performed. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. The initial MDR incorrectly stated that the device was implanted on (B)(6), 2014. The device was implanted (B)(6), 2015. The information in this MDR has been updated to reflect the corrected date.

Event description:
Clinician decided to revise the patient's shunt because there was a pocket of fluid around the valve, creating swelling. During the revision surgery, it was discovered that the valve had broken. It appears that the encasement at the proximal inferior portion of the siphonguard, where it meets the valve mechanism, had broken.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.